Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. It was stated that the customer started to feel sick during a tournament. Then few minutes later she felt fine and participated in the event, but ten minutes after she started to throw up. The customer's blood glucose was treated and released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.